Manufacturer narrative:
The impella cp was not returned by the customer, therefore, investigation of device not possible. Data logs were received and will be analyzed to ensure proper device functionality. Should there be any deficiencies in data logs, or new information received, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) caucasian female patient presenting with myocardial infarction, flash pulmonary edema and the beginning states of cardiogenic shock with an ejection fraction of 20%. Impella cp was inserted with no issues. During procedure, a hematoma developed at the device's insertion site that required 2 units of blood products delivered. Device was successfully weaned, pressure was applied, and site was closed successfully via combination of perclose and angioseal. The following day, access site remained stable.